Manufacturer narrative:
H6: additional method code: 4110. Corrections in d4: UDI number, g1, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed wear patterns on the bottom of the closure tops consistent with incomplete seating. There was no damage to the threads or drives of any of the closure tops. X-rays were also provided that show migration. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: there was one non-conformance associated with this lot related to supplier documentation. The correct documentation was provided and the devices re-inspected. The device was likely conforming when it left highridge's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that post-operative x-rays showed the closure tops had backed out of the pedicle screws at l3 and l4 bilaterally. A revision surgery was subsequently performed where the closure tops and rods were removed and replaced with new closure tops and rods. This is report one of eight for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2023-00071.

Event description:
It was reported that post-operative x-rays showed the closure tops had backed out of the pedicle screws at l3 and l4 bilaterally. A revision surgery was subsequently performed where the closure tops and rods were removed and replaced with new closure tops and rods. This is report one of eight for this event.